Manufacturer narrative:
The complaint of separation can be confirmed on the returned one (1) used. List #14007-31, primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm; lot #13498574. As received the distal male luer was separated. The end of the tubing and male luer were examined under uv. There was sufficient solvent observed on the end of the tubing and at the bonding pocket. The tubing and bonding pocket met product measurement specification. The distal y-clave was selected as a representative bond and pulled for bond integrity as per 64.master-30 (w-1g-015). The tubing pulled out at: 15 lbf pass. The coverage observed is similar to the returned separated sample. The probable cause of the separation is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 5/24/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set where it was reported that a photoprotective set was primed with noradrenaline and when using the set and connecting it to the access of the patient, there was evidence of a leak in the connection to the thread system; the connection was reviewed and was observed a detachment of said part. There was no report of harm.